Event description:
Heli-fx aptus endoanchors were implanted in another manufacturer¿s stent graft treatment of a type ia endoleak. Patient anatomy; aortic neck angulation was 90 degree and the aneurysm was 72.8 mm in diameter. It was reported that the patient expired. The cause of the patient¿s death is unknown. The relationship to the procedure or device is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.